Event description:
No new patient or event information since the last report was submitted.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Event description: it was reported on 05/22/2020 of an incident involving a ncircle tipless stone extractor. The basket of the device reportedly would not open on 05/19/2020. Further communication with the user facility clarified that prior to use the basket function was tested, but after the basket was closed, it could not be opened. Another device was used to complete the procedure. The patient reportedly experienced no harm as a result of the issue. Investigation ¿ evaluation: a visual inspection and functional testing of the returned device was conducted. A document-based investigation was also performed including a review of complaint history, device history record, the instructions for use, manufacturing instructions, and quality control data. One ncircle tipless stone extractor was returned for investigation. The device was returned with the handle in the open position and the basket formation in the closed position. The mlla (male luer lock adapter) was loose, but the collet knob was tight and secure. The polyethylene terephthalate tubing [pett] measured 2.7 cm in length. There was 5mm of the cannulated handle protruding from the collet knob. The cannulated handle had slipped out of the collet knob. Function test notes the handle does not actuate the basket formation. The handle was rest during investigation. After rest, the handle actuated the basket formation. A review of the device history record (DHR) found no non-conformances related to the reported failure mode. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other related complaints from the lot have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. A review of complaint history records shows no other complaints associated with the complaint device lot. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: precaution: enclose the device in the sheath before removing from the tray/holder. Precaution: do not use excessive force to manipulate this device. Damage to the device may occur. The returned device was found to have a basket that was closed and could not be opened. It was found that the cannulated handle had pulled free from the collet that holds it in place. The collet knob that holds the collet on the cannulated handle was found to be tight and secure. The handle was reassembled and normal basket function was restored. The collet knob was not loose, indicating the device was properly assembled. Devices are inspected multiple times during manufacturing and quality control checks for functionality. The cause for the cannulated handle having pulled free from the collet could not be determined. Per the quality engineering risk assessment, no further action is warranted. Cook medical will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
PMA/510k # ¿ exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported, during an unknown procedure, the ncircle tipless stone extractor was tested. The basket was closed into the sheath and when they attempted to open the basket they discovered in would not come out of the sheath (open) the issue with this device was discovered prior to making contact with the patient and it was not used. Another same type device was used to complete the procedure. No adverse events have been reported as a result of the alleged malfunction.